Manufacturer narrative:
H3: the power supply was returned to medtronic for analysis. Analysis confirmed the reported complaint and found an electrical failure. There was no direct current voltage at the output of the power supply. Additionally, software analysis was performed. It was confirmed that the software was functioning as designed and that the issue was due to a hardware issue. Fdm 10, fdr 120, and fdc 4307 still apply to the part analysis, while fdr 213 and fdc 67 apply to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ps1 board was found to be malfunctioning causing the issue. The issue was resolved after the part was replaced. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the site took a navigated spin and noticed a popping noise. The scan sent through to the navigation system. The site then attempted a post op spin and the system was unable to initialize. The site chose to skip the post op spin. There was no reported delay and no reported impact to patient outcome.